Event description:
Caller also mentioned patient had a previous pain pump called the "codman 3000" that was working "for years" until last year when it stopped giving the "full dose¿ so patient had that device explanted and a (B)(6) pump implanted. Caller also stated patient had to go through post-acute withdrawal syndrome between the codman 3000 and the (B)(6) pain pump implant. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).